Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heart mate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device-8 months. The patient remains on the lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding on (B)(6) 2017. The patient had a hemoglobin level of 5.4 g/dl that was discovered at a routine office visit. The patient was on warfarin at the time of the event. The patient was asymptomatic. There were no alarms at the time of the event. The egd and small bowel enteroscopy were also performed and negative. It was reported that a colonoscopy was performed on (B)(6) 2017 that showed multiple avm¿s but no active bleed. The patient was transfused with 4 units of packed red blood cells. The patient¿s warfarin was discontinued indefinitely, and was currently only anticoagulated with aspirin 325mg. No further additional information was provided.